Manufacturer narrative:
One used and one unused sample model 2477-0007 was returned for investigation, the sets were examined for defects and abnormalities. The top of the silicone segment had a hole in it consistent with the customer description. No other defects or abnormalities were observed. No leak was observed at the bottom of the silicone segment. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that they had a blood tubing start leaking blood where the soft tubing that goes inside the alaris channel meets the harder tubing. It leaked from top and bottom and filled the channel with blood.